Event description:
The customer was hospitalized for high blood glucose and low sodium a week before. Troubleshooting was performed. The programming and histories in the pump were accurate. In addition, a lead screw test was completed and passed. Instructed customer to call back to perform the high-pressure test when clamp arrives. A day later, the customer called back and was too weak to perform the test. Customer was in the hosp due to not feeling well, not diabetes related.